Event description:
It was reported that post implant a realize band, it was confirmed on (B)(6) 2012 by an endoscopy that the patient has a band erosion. Also the patient had severe epigastric pain over a four day period and was seen in the emergency room.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Additional comments:number of fills/adjustment if applicable? Asku.approximate volume in band if applicable? Asku.who performed the adjustments? Asku.if the patient is experiencing a problem, how did the patient present? Severe pain over 4 day peroid and they were fine up until that point.any tests performed to diagnose the issue? Endoscopy.(B)(4).